Manufacturer narrative:
The investigation is ongoing.

Event description:
Prior to implant of a 29mm sapien 3 valve, there was an unexpected tissue appearance / possible integrity of the first valve opened. There was an unidentifiable blue appearance on one of the leaflets. A new valve was used to complete the procedure which had the normal expected appearance. Per the predecontamination evaluation, there was a blue particulate observed on one of the leaflets.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis one (1) blue fiber attached to cp3 leaflet was observed. No applicable functional or dimensional testing was able to be performed. Materials analysis was performed by the edwards quality lab on the isolated material collected during product evaluation. Results for the reported blue fiber show similar absorption characteristic when compared to rayon like material. A review of manufacturing process was performed to determine if the particulate could have originated at edwards irvine facility. Based on the review, while there are multiple sources of rayon present in the manufacturing process, there were no exact match of blue color as seen in this complaint. Additional review of all the tools/fixtures/workstations indicated they were properly maintained in cleanroom during the walk through. There was no observation of nonconformance or abnormality. Therefore, it is not confirmed that the rayon like material collected during evaluation originated from the thv manufacturing process at edwards irvine facility. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints revealed no other similar complaints, but no edwards defect was identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Per ftir material analysis results, the blue fiber showed similar absorption to rayon material. Process walk through was performed by manufacturing. While there were multiple sources of rayon present in the manufacturing process, none of them were in similar blue color as seen in this complaint. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. Per the report, during rinsing of a 29mm sapien 3 valve during device preparation, there was an unexpected tissue appearance / possible integrity of the first valve opened. There was an unidentifiable blue appearance on one of the leaflets. The particulate was identified during valve rising process. It is possible that the fiber was introduced during device preparation, as they were observed during the valve rinsing process. However, a definitive root cause is unable to be determined at this time. The complaint for particulate was confirmed. Based on the DHR, lot history, complaint history review and the listing of tooling, fixture and material, it is concluded that while there are multiple sources of rayon present in the manufacturing process, none of them are in similar blue color as seen in this complaint. Currently, there are several manufacturing mitigations in place to detect and reject particulate and/ fiber on valve. Available information suggests that procedural factors (device mishandling during prep) may contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor risk assessment is required at this time. However, an awareness communication emphasizing the important of in process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.